Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0295s, implanted: (B)(6) 2013,product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a urinary tract infection (uti) and was in the hospital on (B)(6) 2013 for this. The patient got out the same day and was put on antibiotics. The patient was reportedly also dehydrated. No further information was reported. If additional information becomes available, a follow-up report will be submitted.